Event description:
(B)(4). Initial information was reported by a physician to a sales representative on (B)(6) 2009, additional information was received from the physician on (B)(6) 2009: a (B)(6) female received an injection of poly-l-lactic acid [sculptra] (lot # and expiration date not provided) in each cheek for cosmetic purposes on an unspecified date in (B)(6) 2008. Each injection of poly-l-lactic acid was reconstituted with 4 ml of sterile water and 1 ml of lidocaine. On an unspecified date, 5 months after the injections were given in 2008, the patient developed a 3mm pimple on each midcheek area at the injection site. The physician reports one of the pimples has resolved completely and the other improved. He states the pimple that is improving looks as if it's on its way to resolving. Medical history was not provided. No further relevant information reported.

Manufacturer narrative:
Additional information received from a physician on (B)(6) 2009: this case is 1 of 4: a (B)(6) (not (B)(6) as previously reported) female who had two previous exposures with poly-l-lactic acid developed a pimple in the mid-right cheek area which behaved like a chronic pimple where it went away and then came back. The physician described the pimples as mildly indurate and palpable. The patient thought that it was due to poly-l-lactic acid injections. No further relevant information reported. This case is associated with case ID (B)(4).